Event description:
It was reported that customer experienced keypad anomaly. It was reported that during bolus, numbers continued to ramp up and buttons were not responding. Customer's blood glucose was over 300 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened buttons dome switches. No numbers scrolling up noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.